Manufacturer narrative:
Mfg date added on the date: 08/21/2024 (g3 date).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) display screen is blank. There was no patient involvement.

Manufacturer narrative:
Corrected data: h6 (impact code).

Manufacturer narrative:
Additional information: contact person phone number: (B)(6). Customer department position title: program coordinator. Mobile no. : (B)(6). A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. Fse replaced display as a precaution. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received display w/rtv bead seal with a reported unit failure of display screen is blank. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed display w/rtv bead seal into the cs300 and tested the display to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat could not verify the failure of a blank screen after performing the display tests. The field rep was not able to verify the failure and replaced the display as a precaution. The display passed testing. Retaining the display in the fat per procedure number 0002-07-d008 rev.aq." The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) display screen is blank. There was no patient harm reported.